Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had several issues with his insulin pump. At the time of reporting his blood glucose was unknown. He stated that his pump had a crack, needed frequent battery changes, and occasionally needed to be restarted to complete the rewind process. No equipment is being returned. No additional information was reported.